Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered an inappropriate electric shock due to oversensing of noise. Technical services (ts) analyzed device episode data and found that this system was programmed to the alternate vector at the time. The noise was reproduced in clinic with isometric testing in all three vectors. The system was reprogrammed to the secondary vector in clinic. It was noted that the r-wave amplitude was two millivolts. No additional adverse patient effects were reported. Currently, this s-ICD system remains in service.